Manufacturer narrative:
Pump received with flashing white display and missing segments. Unable to download history files and traces using thump due to flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing white display and missing segments. Pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. In conclusion, flashing white display and missing segments were confirmed during analysis due to cracked lcd glass. Cosmetic damage was confirmed at the battery compartment when cracked battery tube threads and cracked case corner of belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a partial display and the location of the damage at the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer inserted a new fully charged battery and the display did not return to normal or self test failed. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.